Event description:
Account states, wires showing in power cord.

Manufacturer narrative:
Technician found outer sheath broken on power cord. Replaced power cord to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.